Event description:
It was reported that one of the pt's leads "did not work" (no details were provided). It was stated that due to the presence of a lot of scar tissue, the pt's physician had "difficulty" inserting the leads at the time of implantation. The pt also requested additional training on recharging the device. The ins battery level was at 50% at this time. The pt met with the MFR representative approx one week ("or so") previous to this report, to discuss recharging. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).